Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage(kitchen). (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 47mg/dl. The customer's expected fasting blood glucose test result range is 70 to 100mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer store the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is less than a week ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer hadn't made any changes to diet or medication. Customer advised the product proper storage environmental conditions. No back to back blood testing done due to the test strips storage issue.